Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, a faradrive sheath had been prepared and inserted into a patient without issue. Upon the insertion of a farawave catheter, visible air was able to be continuously aspirated from the flush port of the faradrive sheath. At least 30 cubic centimeters of air was aspirated. It was also reported that the farawave catheter had a fluid leak. The location of the leak could not be determined. At no point was air observed in the patient. Additionally, no st segment elevation or neurological symptoms were observed. The faradrive sheath and farawave catheter were removed from the patient. The procedure was completed using cryoablation methods instead. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, a faradrive sheath had been prepared and inserted into a patient without issue. Upon the insertion of a farawave catheter, visible air was able to be continuously aspirated from the flush port of the faradrive sheath. At least 30 cubic centimeters of air was aspirated. It was also reported that the farawave catheter had a fluid leak. The location of the leak could not be determined. At no point was air observed in the patient. Additionally, no st segment elevation or neurological symptoms were observed. The faradrive sheath and farawave catheter were removed from the patient. The procedure was completed using cryoablation methods instead. No patient complications were reported. The catheter is expected to be returned for analysis. It was further reported that a pressure bag was used for irrigation. No luer damage was observed at any point during the procedure. The catheter leak could be characterized as a slow, interrupted drip.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, a faradrive sheath had been prepared and inserted into a patient without issue. Upon the insertion of a farawave catheter, visible air was able to be continuously aspirated from the flush port of the faradrive sheath. At least 30 cubic centimeters of air was aspirated. It was also reported that the farawave catheter had a fluid leak. The location of the leak could not be determined. At no point was air observed in the patient. Additionally, no st segment elevation or neurological symptoms were observed. The faradrive sheath and farawave catheter were removed from the patient. The procedure was completed using cryoablation methods instead. No patient complications were reported. The catheter was received for analysis. It was further reported that a pressure bag was used for irrigation. No luer damage was observed at any point during the procedure. The catheter leak could be characterized as a slow, interrupted drip.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of leak. The catheter passed all leak testing performed and showed no observable evidence of the reported clinical observation. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review a risk review performed for the farawave device confirmed that the event of leak is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of no problem detected and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. Visual inspection revealed no outer abnormalities were noted. The catheter was functionally and leak tested, and the catheter passed all testing. No obstruction or leak was observed, and the irrigation was functional in all deployment states. No significant damage was noted, and no abnormalities were observed. No problem detected. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.